Event description:
On (B)(6) 2025, the patient underwent radiofrequency ablation procedure, the shaft of catheter hot outside the heating element. It was further reported that the patient complained of pain during the vein treatment when the catheter was in the last segment before the end of treatment. When touching the catheter, it was also painfully warm for the practitioner. The patient was well, and no necrosis was visible in the canal.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venclose catheter that are cleared in the us. The pro code and 510 k number for the venclose catheter are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venclose catheter that are cleared in the us. The pro code and 510 k number for the venclose catheter are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one vcrf 100cm catheter was received for evaluation. The device appeared to have blood residue throughout. Multiple kinks were noted on the catheter shaft. A bend was observed to the proximal end of the heating coil. The kinks and bend likely occurred due to the manner in which the device was packaged for return. Therefore, the kinks and bend are considered as incidental. No visual damage was noted to the catheter coils. During visual testing, the power cord of the device was noted to be cut and was not returned. Upon opening the handle, all wires were noted to be intact and in place. The proximal battery is partially seated, and the distal battery is fully seated in the battery holder. When the original battery removed, residue was noted on the proximal battery pad. Under uv inspection, slight glow anomalies were noted in proximal battery pad. No glow anomalies were noted in distal battery pad and both batteries. The slight glowing residue observed in proximal battery pad in the sample evaluation will be considered incidental because it does not interfere with the functioning of the catheter. During functional testing, catheter cannot be plugged into generator as no power cord was attached to device. Due to the condition of complaint sample returned (no power cord attached) no further functional testing was performed. Therefore, the investigation is unconfirmed for the reported excessive heating as no power cord was attached to device. The root cause for the reported excessive heating cannot be determined as the problem could not be reproduced due to no power cord was attached to device. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (medical device expiration date), g3, h6 (component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, the patient underwent radiofrequency ablation procedure, the shaft of catheter hot outside the heating element. It was further reported that the patient complained of pain during the vein treatment when the catheter was in the last segment before the end of treatment. When touching the catheter, it was also painfully warm for the practitioner. The patient was well, and no necrosis was visible in the canal.